Event description:
It was reported a replacement of a ¿legacy¿ catheter occurred. It was then reported the catheter implanted on 2012-(B)(6) was implanted to replace the initial implanted catheter. The initial implanted catheter was explanted for an unknown reason. The reporter planned to investigate the reason. It was later reported after the patient¿s pump placement she noticed little to no effect of the baclofen. Further research was done on 2012-(B)(6), an abdominal and spin x-ray, which showed the ¿drain¿ was curled and migrated/ ¿sagged¿ down. This was the reason for the revision that was done on 2012-(B)(6). The health care provider (hcp) believed the catheter had been an 8731sc but was not for sure. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported patient identified was incorrect.